Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate to heavy at leaflets 1 and 2. Extensive extrinsic calcification was evident at the inflow tissue. Calcification restricted mobility in the leaflets and led to stenosis. Tears at the free margins of leaflets 1 at 2 at commissure 2, measured to approximately 5-6mm. A tear was also detected at the free margin of leaflet 3 at commissure 1; it measured to approximately 5mm. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification. X-ray. Analysis of the subject device revealed heavy calcification of the valve. It has been determined that these findings were the root cause of the patient's stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years. Through follow-up with the health-care provider, it was learned that the explant was due to development of stenosis of the prosthetic aortic valve. Operative findings revealed that the aortic valve was very stenotic. The post of the valve had incorporated itself into the wall of the aorta between the left and non cusp. In addition, it was indicated that this event was not related to a device malfunction. The subject device was replaced with another edwards bioprosthetic valve with good placement of the new valve; it was well seated with good ventricular function.